Event description:
The customer observed an elevated co2 result while using the architect c4000 analyzer. The customer generated an initial result of 33 meq/l and a repeat result of 24 meq/l. There was no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, evaluation of the instrument by the abbott field service engineer (fse) a search for similar complaints, and a review of labeling. The fse resolved the issue by replacing the water management unit and degasser unit. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect c4000 analyzer, list number 02p24, was not identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.